Event description:
New information received notes that the asymptomatic patient's right ventricular lead exhibited a recurrence of noise. Episodes of noise reversion were noted. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of noise over-sensing resulting in high ventricular rate. No intervention was performed. The patient was stable.

Manufacturer narrative:
Additional information: b5, g4, h2.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead was over-sensing noise, resulting in two episodes of high ventricular rates. No intervention was performed. The patient was stable.